Manufacturer narrative:
Two comparative catheters were pulled and tested for rbp. They were taken to 2.0 atm which is the rbp for this size of balloon. The balloons did not burst. They were then taken to burst which was 3.0 atm and both of them were clean and longitudinal bursts. The complaint catheter was visually inspected and the balloon burst was confirmed.

Event description:
Balloon burst.